Event description:
It was reported that the user¿s caregiver experienced difficulty inserting three infusion sets for the ilet system, with each inset cannula found bent and the user¿s blood glucose measured at 363 mg/dl for more than 1.5 hours; external subcutaneous insulin via pen was administered, the pump was paused temporarily, and replacement infusion set supplies were shipped after education on proper change and insertion. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the cannula component was implicated, consistent with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial